Event description:
The user facility reports the following: the following events occurred during a coarctation of aorta stent procedure: 1. Stent crimped onto balloon during prep. 2. Catheter with stent inserted into pt and balloon inflated. 3. Balloon ruptured -- fragment of balloon was caught on the stent.